Event description:
On (B)(6) 2010, the patient underwent treatment of a thoracic aneurysm using two goret ag thoracic endoprostheses. It was reported that the proximal neck was placed within a surgical graft at the ascending thoracic aorta. The final angiography revealed no endoleak, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On an unknown date, follow-up imaging showed no adverse event with shrinkage of the aneurysm to 52mm. On (B)(6) 2014, three year follow-up revealed the aneurysm enlargement to 62mm. The physician elected to monitor the patient. On (B)(6) 2014, four year follow-up examination revealed a type ii endoleak. The aneurysm was measured 60mm. The physician elected to monitor the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved: tgt3710/8244121.

Event description:
On (B)(6) 2010, the patient underwent treatment of a thoracic aneurysm using two gore® tag® thoracic endoprostheses. It was reported that the proximal neck was placed within a surgical graft at the ascending thoracic aorta. The final angiography revealed no endoleak, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2014, imaging identified a type ii endoleak. It was reported it is unknown if the endoleak has resolved. On an unknown date, follow-up imaging showed no adverse event with shrinkage of the aneurysm to 52mm. On (B)(6) 2014, three year follow-up revealed the aneurysm enlargement to 62mm. The physician elected to monitor the patient. On (B)(6) 2014, four year follow-up examination revealed a type ii endoleak. The aneurysm was measured 60mm. The physician elected to monitor the patient.